Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its reservoir. The mark was identified during the storage of the device, after it was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 24, 2014 to october 25, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a black mark on the reservoir of the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.